Event description:
It was reported that the patient experienced difficulty charging their deep brain stimulation (dbs) implantable pulse generator (ipg). In addition, the patient was having to charge more frequently. Troubleshooting was performed however the issue did not resolve. An x-ray was taken which confirmed that the ipg flipped in pocket. The patient underwent a revision procedure in which the ipg was flipped in the pocket. No devices were implanted or explanted. No additional adverse patient effects were reported. The patient's charging issues have resolved.